Manufacturer narrative:
Investigation summary: the customer reported the tubing separated below the pumping segment, and returned the 10 unopened samples, and 1 opened sample. The opened sample had no observed failure when primed. The 10 unused samples had 6 failures, some in the bag without being touched by me at all. In total, 6 of the 11 samples failed. The root cause for all of the failures was insufficient solvent, and pictures are attached. The failures were all so similar that only 1 picture of the tubing under the microscope needed to be attached. No other failure modes were observed. A device history record review for model 2420-0500 lot number 21013070 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. This occurred on 11 occasions. The following information was provided by the initial reporter: it was reported by the customer that the alaris set came apart below the pump segment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. This occurred on 11 occasions. The following information was provided by the initial reporter: it was reported by the customer that the alaris set came apart below the pump segment.